Event description:
During the first few minutes of our surgery, I was cleaning off our dirty instruments and noticed the tip of the metz scissors had chipped off. I notified doctor and the resident immediately, and he searched the area to try to locate it, we did not find it. He assumed it got suctioned since it was a tiny piece, and we were not past cutting through muscle. He irrigated a few times just to make sure it did not appear and continued. He irrigated a few times more afterwards also. The resident called x-ray in recovery. The instrument was sent off as repair. No harm: event reached patient, but no harm was evident.